Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that during a legion revision tka surgery on (B)(6) 2023 it was implanted a legion tibial base plate. When surgeon was attempting to insert the 3-4 13mm constrained poly it would not lock down. Procedure was completed using an s+n backup device without significant delays, although additional anesthesia was required. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed scratches and gouges in the surface of the device. It also reveals the device has damage along the base, more than likely from attempted insertion. A dimensional evaluation performed on the device could not explain the stated failure mode. The device has signs of damage from attempted use. The damage/deformation at several features of the device would not allow for accurate measurement. All applicable, critical features that could be measured were within specification. However, based on the information provided, the unsatisfactory experience could be confirmed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.